Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure (batch no. 627072) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on (B)(6) 2010: results: (B)(6) weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a 30-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on (B)(6) 2010: results: 10 - 13 weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)') in a 30-year-old female patient who had essure (batch no. 627072) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removed). At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Ultrasound scan - on (B)(6) 2010: results: 10 - 13 weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 2-aug-2021: extension of expected date of next report. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.